Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery (lcx). A 15mm / 2.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, a 6f non-bsc guide catheter, non-bsc guidewire and a 2x20mm nc balloon were advance to treat the lesion in the distal lcx direction; kissing dilatation with 2x20mm and 3x20 mm balloons at 20-20atm were done. Then, a flextome cutting balloon was tried to pass the lesion; however the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the device was returned for analysis. A visual examination on the balloon identified that the balloon was unfolded which indicates that it had been subjected to positive pressure. The returned device was attached to an encore inflation unit; positive pressure was then applied when liquid was observed escaping from a longitudinal tear in the balloon material. The longitudinal tear was noted to begin 1mm distal to the distal edge of the proximal markerband and continued distally across the balloon material for approximately 14mm. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the tip or blades observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. Multiple kinks were noted along the length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery (lcx). A 15mm / 2.50mm flextome¿ cutting balloon¿ was selected for use. During procedure, a 6f non-bsc guide catheter, non-bsc guidewire and a 2x20mm nc balloon were advance to treat the lesion in the distal lcx direction; kissing dilatation with 2x20mm and 3x20 mm balloons at 20-20atm were done. Then, a flextome cutting balloon was tried to pass the lesion; however the balloon burst. The procedure was completed with a different device. No patient complications were reported and patient¿s status was stable.